Event description:
Further follow-up revealed that the treating neurologist indicated that the relationship of the increase in seizures to vns is unknown as the patient is new to this physician. The treating neurologist also indicated that it is unknown whether the increase was above the patient¿s pre-vns baseline and if any causal or contributory programming changes, medication changes, or other external factors preceded the onset of the patient's seizure increase. The treating neurologist reported that the patient has not returned to the office after increasing the device settings and depakote.

Event description:
Clinic notes dated (B)(6) 2011 noted that the patient was experiencing two to three seizures per hour and that the patient's seizures had been increasing over the last one month. It was noted that the patient experiences two types of seizures; one where she just stares off and does not seem to respond and the other seizures are characterized by unresponsiveness as well as left arm flexion, right arm extension and tonic stiffening of the lower extremities which can last for a few minutes. The notes indicate that the vns magnet output current was increased to 2.25ma and the other settings were left the same. It was also noted that the patient's depakote was increased. It is unknown whether or not the increase in seizures was above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date.